Manufacturer narrative:
One image was submitted to product performance engineering, no product was received. The returned image appears to show a piece of white skived material. The results of the investigation are inconclusive as the device was not returned for analysis; however, it was reported that a stylet or similar component was not used during transseptal needle insertion; consistent with the reported difficulty. The swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event is consistent with not following the instructions for use.

Event description:
During the atrial fibrillation procedure, while attempting to go transeptal, difficulty was noted when trying to advance the needle. The sheath was removed and upon flushing, it was observed that debris was flushed out from inside the sheath. The sheath was replaced and the procedure was completed with no adverse consequences for the patient. The sheath had been flushed without issue during device preparation.

Manufacturer narrative:
Corrected data: b5, h2, h6

Event description:
This report includes updated health effect impact code and medical device problem code.